Manufacturer narrative:
The digoxin sample was collected in a greiner lithium heparin plasma tube with a gel separator. Note: serum is the recommended sample type for this assay. The customer centrifuged the sample for ten minutes at 3750 rpm at room temperature. The samples were analyzed from the primary container. The customer has lab policy to dilute and repeat any digoxin results greater than 3.5 ng/ml. Per the customer supplied qc charts, both levels of digoxin qc were within the established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011, and the results passed within instrument specifications. Service was offered at the time of the call to hotline, but the customer declined the service visit. A definitive root cause has not been determined for this event.

Manufacturer narrative:
(B)(4). Unit of measure for the patient results is corrected from ng/ml to nmol/l.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an elevated digoxin result above the therapeutic range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Repeat testing produced results within and below the normal reference range. Subsequent testing at an alternate lab also produced a result within the normal reference range. The results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.